Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during a device check a known riata lead failure and ra lead dislodgement were observed. It was noted that the device hv therapy had been previously disabled. Further information notes that both leads were not replaced or revised. The decision was made by the physician and patient/family not to intervene and keep ICD & pacing system deactivated/non-functional for the remainder of the patient's life. The patient condition before, during and after the event was fine.